Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was intermittently obtained at elevated temperature. No lock condition prevented one of the electrical tests from being performed. The device passed some of the electrical test performed. The device passed the mechanical tests performed. Scanning electron microscopy analysis revealed cracked conductive epoxy at one of the feedthru pin connections. The impedance measurement across this connection did not reveal any increased impedance.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was intermittently obtained at elevated temperature. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The scanning electron microscopy analysis revealed cracked conductive epoxy at the feedthru pin connection on one pin. The impedance measurement across this connection did not revealed any increased impedance. The reported complaint of loss of lock was confirmed during the analysis of this device. Elevated resistance was measured across one of the electrical components (kovar tab), which is believed to be related to the loss of lock. A corrective action has been implemented. This is the final report.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical tests performed. This is an interim report.

Event description:
The patient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery will be scheduled.